Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 522 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting and nauseated. During hospitalization the blood glucose rose to 587 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.